Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) phoned into tech service inquiring about how to avoid intermittent t-wave oversensing (twos) post pace on a patient's right ventricular (rv) lead. Programming options were presented to the caller. Follow-up revealed programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.